Event description:
Reporter alleged discrepant back to back values on the advantage system of 324 mg/dl at 8:45 pm, 87 mg/dl at 8:49 pm, and 108 mg/dl performed at 8:51 pm. Customer stated not having any high or low glucose symptoms at the time, however, did not indicate the location of the testing. As a result of the comparison, no actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 549511 with an expiration date of 2/29/08.

Manufacturer narrative:
The suspect product is the comfort curve test strips.